Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-02569. Reference MFR. Report#: 1627487-2019-02570. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted.